Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) explant procedure, diathermy treatment was also done at the same time and the patient experienced ventricular fibrillation (vf). The physician had touched the ipg with the diathermy electrode. Ipg remains in use. No further patient complications have been reported as a result of this event.